Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out due to the elective replacement indicator status. Prior to procedure, upon interrogation, it was noted that the left ventricular lead exhibited loss of capture. A chest x-ray confirmed that the lead was dislodged. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition throughout and was discharged.